Manufacturer narrative:
Submitted: (B)(6) 2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 12/20/2016 with the following findings. On investigation, all of the keypad buttons demonstrated intermittent unresponsiveness; the keypad cover was noted to be peeling off and there was contamination found under the contacts of all the keypad buttons. The battery compartment and pump case were both cracked.

Event description:
The pump was returned for investigation. Investigation revealed battery compartment and pump case damage, and a keypad/keypad button issue. This report is made based on results of investigation completed on (B)(6) 2016.